Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("chronic pelvic pain"), fallopian tube perforation ("migration of the essure device to the abdominal or pelvic cavity / perforation of the fallopian tubes"), uterine perforation ("perforation of the uterus"), perforation ("perforation of other organs") and device dislocation ("migration of the left essure microinsert.") In a 44 year-old female patient who had essure inserted (lot no. 758631). Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffective"). The patient had a medical history of dysfunctional uterine bleeding, menorrhagia, uterine fibroid, non-smoker (patient does not smoke cigarettes nor drink alcohol.), post coital bleeding, abdominal cramps, heavy menstrual bleeding and condom. On (B)(6) 2010, the patient had essure inserted. On unknown date she experienced pelvic pain (seriousness criterion intervention required), fallopian tube perforation (seriousness criterion medically important), uterine perforation (seriousness criterion medically important), perforation (seriousness criterion medically important), device dislocation (seriousness criterion medically important), abdominal pain ("chronic abdominal pain"), back pain ("chronic back pain"), genital haemorrhage ("excessive bleeding"), pregnancy with contraceptive device ("unintended pregnancy"), hypersensitivity ("allergic reactions"), autoimmune disorder ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression"). Essure was removed on (B)(6) 2014. The patient was treated with surgery (total abdominal hysterectomy, bilateral salpingectomy, conservation of ovaries.). Pregnancy related information: retrospective report. Last menstrual period was on (B)(6) 2014 and the estimated date of delivery was on (B)(6) 2014. The patient's treatment dates suggest potential fetal exposure to essure during the first trimester. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2011: hysterosalpingogram clinical history: essure tubal ligation findings: the essure coils appear in good position on both sides within the central fallopian tubes. On the left side, the tube appears occluded. On the right side, a small amount of contrast did pass beyond the essure coil into the distal fallopian tube and there was a small amount of intraperitoneal spill through the fimbriated end of the tube. Impression the essure coils appear in good position. The right fallopian tube however, is not yet occluded. [Pathology test] on (B)(6) 2014: essure coil was bent. And clinical history: history of pelvic pain since insertion of essure coils. Had total abdominal hysterectomy and bilateral salpingectomy with conservation of ovaries. Clinical diagnosis: essure causing pelvic pain. Please confirm presence of essure coils in specimen source of specimen uterus, corpus, and fallopian tubes gross description: the specimen container labelled " - uterus and fallopian tubes" contains a uterus and cervix (8.0 x 5.0 x 3.6 cm) with attached left and right fallopian tubes (right fallopian tube 6.0 x 0.5 cm; left fallopian tube 5.5 x 0.4 cm). The fallopian tubes are removed and both the right and left sides contain metal coils, the uterus and cervix weigh 70 g. The right comua and proximal portion of the right fallopian tube contains a metal coil. The left fallopian tube is serially sectioned and a metal coil is found in the proximal portion of the left fallopian tube. Microscopic description microscopic examination of the cervical 'transformation zone shows no dysplasia. The endometrium is in the secretory phase. The fallopian tubes show no abnormalities. Diagnosis uterus and tubes: secretory phase endometrium es sure coils identified (appropriately located) negative for malignancy [pathology test] on (B)(6) 2014: essure coil was bent. And clinical history: history of pelvic pain since insertion of essure coils. Had total abdominal hysterectomy and bilateral salpingectomy with conservation of ovaries. Clinical diagnosis: essure causing pelvic pain. Please confirm presence of essure coils in specimen source of specimen uterus, corpus, and fallopian tubes gross description: the specimen container labelled " - uterus and fallopian tubes" contains a uterus and cervix (8.0 x 5.0 x 3.6 cm) with attached left and right fallopian tubes (right fallopian tube 6.0 x 0.5 cm; left fallopian tube 5.5 x 0.4 cm). The fallopian tubes are removed and both the right and left sides contain metal coils, the uterus and cervix weigh 70 g. The right comua and proximal portion of the right fallopian tube contains a metal coil. The left fallopian tube is serially sectioned and a metal coil is found in the proximal portion of the left fallopian tube. Microscopic description microscopic examination of the cervical 'transformation zone shows no dysplasia. The endometrium is in the secretory phase. The fallopian tubes show no abnormalities. Diagnosis uterus and tubes: secretory phase endometrium es sure coils identified (appropriately located) negative for malignancy [pregnancy test] on (B)(6) 2014: negative [ultrasound pelvis] on (B)(6) 2011: the uterus is anteflexed and measures 8 x 3.7 cm. Endometrial echo measures 3.2 cm. Essure micro inserts are noted. The right essure microinsert is noted at the uterotubal junction and appears normally located. The left essure microinsert is situated distally within the fallopian tubes and I cannot assess this relationship to the fallopian tubes in view of its distal location. The shape of the device appears unremarkable. The ovaries and adnexa are normal. Impression 1, normal uterus and ovaries. 2. Normal right essure microinsert with distal migration or placement of the left microinsert and evaluation of its relationship to the fallopian tube cannot be evaluated. Hysterosalpingogram would be indicated if this has not been previously: performed.; on (B)(6) 2014: reason for exam: background history of essure procedure, having abdominal pains two essure coils are seen in the pelvis. Bony pelvis is otherwise unremarkable. Sacroiliac joints are within normal limits.; on (B)(6) 2014: the pelvic ultrasound s n was also essentially normal, only showing migration of the left essure microinsert.; (date unknown): essentially normal, only showing migration of the left essure microinsert quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 06-may-2024: reporter information and patient information, non drug treatment, lab data, medical history added. New event added: device migration. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("chronic pelvic pain"), fallopian tube perforation ("migration of the essure device to the abdominal or pelvic cavity / perforation of the fallopian tubes"), uterine perforation ("perforation of the uterus") and perforation ("perforation of other organs") in a female patient who had essure inserted (lot no. 758631). Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffective"). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. At an unknown time she experienced pelvic pain (seriousness criterion intervention required), fallopian tube perforation (seriousness criterion medically important), uterine perforation (seriousness criterion medically important), perforation (seriousness criterion medically important), abdominal pain ("chronic abdominal pain"), back pain ("chronic back pain"), genital haemorrhage ("excessive bleeding"), pregnancy with contraceptive device ("unintended pregnancy"), hypersensitivity ("allergic reactions"), autoimmune disorder ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression"). The patient was treated with surgery (surgery to remove the essure device on (B)(6) 2014). Essure was removed on (B)(6) 2014. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first trimester. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 28-jul-2023: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of fallopian tube perforation ("migration of the essure device to the abdominal or pelvic cavity / perforation of the fallopian tubes"), uterine perforation ("perforation of the uterus"), perforation ("perforation of other organs"), device dislocation ("migration of the left essure microinsert.") And pelvic pain ("chronic pelvic pain") in a 44 year-old female patient who had essure inserted (lot no. 758631). Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffective"). The patient had a medical history of dysfunctional uterine bleeding, menorrhagia, uterine fibroid, non-smoker (patient does not smoke cigarettes nor drink alcohol.), post coital bleeding, abdominal cramps, heavy menstrual bleeding and condom. On (B)(6) 2010, the patient had essure inserted. Essure was removed on (B)(6) 2014. On unknown date she experienced fallopian tube perforation (seriousness criterion intervention required), uterine perforation (seriousness criterion medically important), perforation (seriousness criterion medically important), device dislocation (seriousness criterion medically important), pelvic pain (seriousness criterion intervention required), abdominal pain ("chronic abdominal pain"), back pain ("chronic back pain"), genital haemorrhage ("excessive bleeding"), pregnancy with contraceptive device ("unintended pregnancy"), hypersensitivity ("allergic reactions"), autoimmune disorder ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression"). The patient was treated with surgery (total abdominal hysterectomy, bilateral salpingectomy, conservation of ovaries.). Pregnancy related information: retrospective report. Last menstrual period was on (b)(6( 2014 and the estimated date of delivery was on (B)(6) 2014. The patient's treatment dates suggest potential fetal exposure to essure during the first trimester. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2011: hysterosalpingogram clinical history: essure tubal ligation findings: the essure coils appear in good position on both sides within the central fallopian tubes. On the left side, the tube appears occluded. On the right side, a small amount of contrast did pass beyond the essure coil into the distal fallopian tube and there was a small amount of intraperitoneal spill through the fimbriated end of the tube. Impression the essure coils appear in good position. The right fallopian tube however, is not yet occluded. [Pathology test] on (B)(6) 2014: essure coil was bent. And clinical history: history of pelvic pain since insertion of essure coils. Had total abdominal hysterectomy and bilateral salpingectomy with conservation of ovaries. Clinical diagnosis: essure causing pelvic pain. Please confirm presence of essure coils in specimen source of specimen uterus, corpus, and fallopian tubes gross description: the specimen container labelled " - uterus and fallopian tubes" contains a uterus and cervix (8.0 x 5.0 x 3.6 cm) with attached left and right fallopian tubes (right fallopian tube 6.0 x 0.5 cm; left fallopian tube 5.5 x 0.4 cm). The fallopian tubes are removed and both the right and left sides contain metal coils, the uterus and cervix weigh 70 g. The right comua and proximal portion of the right fallopian tube contains a metal coil. The left fallopian tube is serially sectioned and a metal coil is found in the proximal portion of the left fallopian tube. Microscopic description microscopic examination of the cervical 'transformation zone shows no dysplasia. The endometrium is in the secretory phase. The fallopian tubes show no abnormalities. Diagnosis uterus and tubes: secretory phase endometrium es sure coils identified (appropriately located) negative for malignancy [pathology test] on (B)(6) 2014: essure coil was bent. And clinical history: history of pelvic pain since insertion of essure coils. Had total abdominal hysterectomy and bilateral salpingectomy with conservation of ovaries. Clinical diagnosis: essure causing pelvic pain. Please confirm presence of essure coils in specimen source of specimen uterus, corpus, and fallopian tubes gross description: the specimen container labelled " - uterus and fallopian tubes" contains a uterus and cervix (8.0 x 5.0 x 3.6 cm) with attached left and right fallopian tubes (right fallopian tube 6.0 x 0.5 cm; left fallopian tube 5.5 x 0.4 cm). The fallopian tubes are removed and both the right and left sides contain metal coils, the uterus and cervix weigh 70 g. The right comua and proximal portion of the right fallopian tube contains a metal coil. The left fallopian tube is serially sectioned and a metal coil is found in the proximal portion of the left fallopian tube. Microscopic description microscopic examination of the cervical 'transformation zone shows no dysplasia. The endometrium is in the secretory phase. The fallopian tubes show no abnormalities. Diagnosis uterus and tubes: secretory phase endometrium es sure coils identified (appropriately located) negative for malignancy [pregnancy test] on (B)(6) 2014: negative [ultrasound pelvis] on (B)(6) 2011: the uterus is anteflexed and measures 8 x 3.7 cm. Endometrial echo measures 3.2 cm. Essure microinserts are noted. The right essure microinsert is noted at the uterotubal junction and appears normally located. The left essure microinsert is situated distally within the fallopian tubes and I cannot assess this relationship to the fallopian tubes in view of its distal location. The shape of the device appears unremarkable. The ovaries and adnexa are normal. Impression 1, normal uterus and ovaries. 2. Normal right essure microinsert with distal migration or placement of the left microinsert and evaluation of its relationship to the fallopian tube cannot be evaluated. Hysterosalpingogram would be indicated if this has not been previously: performed.; on (B)(6) 2014: reason for exam: background history of essure procedure, having abdominal pains two essure coils are seen in the pelvis. Bony pelvis is otherwise unremarkable. Sacroiliac joints are within normal limits.; on (B)(6) 2014: the pelvic ultrasound s n was also essentially normal, only showing migration of the left essure microinsert.; (date unknown): essentially normal, only showing migration of the left essure microinsert. Lot number: 758631 manufacture date: 2010-07. Expiration date: 2013-07. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 15-may-2024: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("chronic pelvic pain"), fallopian tube perforation ("migration of the essure device to the abdominal or pelvic cavity / perforation of the fallopian tubes"), uterine perforation ("perforation of the uterus") and perforation ("perforation of other organs") in a female patient who had essure inserted (lot no. 758631). Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffective"). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), fallopian tube perforation (seriousness criterion medically important), uterine perforation (seriousness criterion medically important), perforation (seriousness criterion medically important), abdominal pain ("chronic abdominal pain"), back pain ("chronic back pain"), genital haemorrhage ("excessive bleeding"), pregnancy with contraceptive device ("unintended pregnancy"), hypersensitivity ("allergic reactions"), autoimmune disorder ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression"). Essure was removed on (B)(6) 2014. The patient was treated with surgery (surgery to remove the essure device on (B)(6)2014). Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first trimester. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure administration. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.